Manufacturer narrative:
Event date is an estimate.

Event description:
Related manufacturer report number: 3006705815-2022-00305 and 1627487-2022-00357. It was reported that one of the patient¿s leads has impedance issue causing ineffective stimulation. As result, the patient may undergo surgical intervention on a later date. It is unknown which leads has impedance issue so both are being reported.

Event description:
Additional information received indicates the patient¿s lead was explanted and replaced on (B)(6) 2022 resolving the issue.

Manufacturer narrative:
A4 - patient weight added. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.